Event description:
(B)(4). I have had a hive like rash that was all over my body and still stays around my neck and on my hip. My skin is dry and itchy all the time. My hands hurt all the time and my hands and feet swell. I feel so tired all of the time. I went to the dermatologist and the doctor and the allergy doctor all several times. Had steroids and benadryl and ibuprofen. The rash never goes away. I can not wear jewelery anymore. I have had severe stomach pains.